Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when attempting to flush a triport, it broke completely off then blood leaked out of the infusion set. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tri-port breaking off during a syringe flush was not confirmed or replicated. Visual inspection noted that one of the removable maxplus valves was detached from one of the fuses, but no part of the set was broken. After re-attaching the removable valve to the luer, the set was functioning effectively throughout testing, and no disconnections, looseness or leaking occurred at any time. The root cause of the detachment was determined to be from not tightening the set connections prior to use.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when attempting to flush a triport with a 10cc syringe of saline, it broke completely off then blood leaked out of the infusion set. There was no patient harm.